Manufacturer narrative:
Product ID neu_unknown_lead, lot # unknown, explanted: (B)(6) 2013, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
About two weeks prior to report, it was indicated the patient's position affected the stimulation sensation. It was described as "different," but not uncomfortable. It was also noted the patient had water retention and reported a seven pound increase in weight. As of the date of this report, the cause of the event was noted as an infection. An explant of "all" the components occurred on (B)(6) 2013. The patient experienced pain at the tailbone. No hospitalization was reported and the patient recovered without sequelae.

Manufacturer narrative:
(B)(4).